Manufacturer narrative:
(B)(4). Product usage when the alleged issue was encountered is unk. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on 03/22/2011. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.

Event description:
The customer alleges that the unit will not power on. No report of pt injury or harm.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed the initial power connect test and the power-on self-test. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. A functional bench test was also performed, in which water, an adult breathing circuit (880-36kit), 10lpm of air pressure, and a low compliance column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests and was functioning real time. The unit functioned without interruption. The unit was shut down. Two unsuccessful attempts were made to restart the unit. It was observed that the unit was failing pre-operational self-tests. A known functioning power supply pcb (printed circuit board) was installed in the unit. The unit functioned without interruption with multiple stops and starts to ensure the interruptions had been resolved. Based on the investigation performed, the reported complaint was confirmed. It was determined that the issue was related to a defective power supply pcb. A CAPA was opened to address the issue.

Event description:
The customer alleges that the unit will not power on. No report of patient injury or harm.